Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving other drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that pump was alarming or beeping. The sound was consistent with pump alarms. Patient had potassium deficiency and patient had two appointments to have pump removed but her potassium level was critically low at 2.5 so the explant was cancelled. The patient initially went to get pump removed 3 weeks/ 1 month ago. The patient spent 7.5 hours in the recovery room for the potassium deficiency so the explant surgery was scheduled for "last monday" but the potassium was still 2.5. The patient was later admitted to the hospital for the potassium deficiency where the potassium level increased. Consumer stated patient's back hurt. This was the pain the pump was intended to resolve. Every time the medication in the pump was changed, patient would have swelling and withdrawal. Consumer stated "we have went through 19 months of going up and down". The patient was "critically sensitive to the medication". Patient had dilaudid then morphine then dilaudid. Consumer called back and mentioned that patient was experiencing cramping in her legs and had been taking water pills. Pump was turned off on 26-jun and critical alarm was sounding 2 days later, low potassium and attempting to have pump removed. The alarm frequency was every 30 minutes stating that yesterday frequency changing to every 10 minutes. It was "torture" having the alarm go off stating patient could not sleep, it was driving her nuts and wrecking her life. Pump alarms were off that patient was no longer taking water pills, the welling was down and they were still working on moralizing potassium levels. They were having the pump removed and the pump was not delivering therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the system was explanted on (B)(6) 2019 per the patient¿s request, would not be replaced in the future, and would not be returned as the customer discarded. The physician stated the patient complained of not feeling well with the pump and medication. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting performed that the rep was aware of. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.